Event description:
Durign an unk procedure. Malformed clip. There was no consequence to the pt.

Manufacturer narrative:
H6: code 400(other): yeilded jaws.based on the information received and the visual and functional results, it was concluded that the jaws were damaged and would not form the clips properly. No conclusion could be reached as to how the damge to the jaws occurred. If the jaws are closed over a hard object, they will become damaged and not form the clips properly. Each instrument is evaluated during the assembly process to ensure that the clips feed and form correctly.